Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a crack in the polycin vorite notch area that extended to the insulation next to the proximal electrode cable. Further visual inspection revealed bubbles with benign cracks in the polycin vorite notch area next to the proximal electrode cable that did not extend into insulation. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the area of the distal electrode cable at approximately 27 mm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that there was oversensing of noise on both the secondary and alternate sensing vector. An electrode fracture and insulation damage were the suspected cause of the noise. A revision procedure was performed where the electrode was explanted and successfully replaced. The s-ICD was also electively explanted during the same procedure. During the revision initial visual inspection of the electrode did not show a fracture or insulation damage. The electrode is expected to be returned for analysis. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that there was oversensing of noise on both the secondary and alternate sensing vector. An electrode fracture and insulation damage were the suspected cause of the noise. A revision procedure was performed where the electrode was explanted and successfully replaced. The s-ICD was also electively explanted during the same procedure. During the revision initial visual inspection of the electrode did not show a fracture or insulation damage. The electrode is expected to be returned for analysis. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.